Event description:
It was reported that there was a non union of the right proximal humerus femur so the surgeon revised. Additional procedure (B)(6) 2012 bone graft.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.